Manufacturer narrative:
Unknown; no information has been provided to date. One device was received for evaluation. A visual inspection noted that the device was used, and the rear/front housing were cracked. The downstream sensor and upstream sensor seal were contaminated. The latch lock was worn. The device was missing the rear top label and screw rear housing. Functional testing was able to duplicate the reported problem. The root cause was found to be a rear top label and missing screw. The service history review identified there was no indication that the complaint was related to a past service of the device. As a result, the connector grounding gasket, 8 keypad, overlay, bottom label, dso/uso seal, chassis gasket, latch lock, latch gasket, rear top label and screws were replaced. The device then passed all function and delivery tests following replacement.

Event description:
It was reported that there was a missing screw when they took off the ripped up rear label for cleaning. There was no patient involvement.